Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition is confirmed as the imf screw was received with the distal tip missing. The complaint condition is consistent with the result from mechanical overload during the insertion. The imf surgical technique guide suggests pre-drilling dense cortical bone and taking care to avoid the tooth roots because inserting screws into dense cortical bone or coming into contact with a tooth root can result in increased insertion torque and cause screw failure. The design was found to be sufficient for its intended use when used as recommended. Although the cause cannot be definitively determined, the complaint condition is most likely the result of the method of use. The assessment was found to not adequately address this complaint condition. This investigation summary has been approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a left open reduction internal fixation (orif) for a mandible fracture on (B)(6) 2014. At beginning of surgery, the surgeon wanted to put patient into occlusion intermaxillary fixation (imf) screws (2 in maxilla, 2 in mandible) and while placing the left imf screw in mandible it sheared off. There is 2mm of the screw left in patient and the remaining 10mm of the screw is available for return. No surgical delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.